Event description:
Hamilton medical ag received the following incident description: "biomedical engineer states that this particular ventilator requires the flow sensor calibration be performed in the opposite way described in the service manual. The calibration starts with the flow sensor in the opposite position, if not he gets a flip flow sensor alert. All other ventilators perform in the standard procedure. This has occurred on several occasions. Date of event reported is one date that this occurred."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective inspiratory valve. After replacing the servo module g5 (inspiratory valve), the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the servo module g5 (inspiratory valve) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: "biomedical engineer states that this particular ventilator requires the flow sensor calibration be performed in the opposite way described in the service manual. The calibration starts with the flow sensor in the opposite position, if not he gets a flip flow sensor alert. All other ventilators perform in the standard procedure. This has occurred on several occasions. Date of event reported is one date that this occ.

Event description:
Hamilton medical ag received the following incident description: "biomedical engineer states that this particular ventilator requires the flow sensor calibration be performed in the opposite way described in the service manual. The calibration starts with the flow sensor in the opposite position, if not he gets a flip flow sensor alert. All other ventilators perform in the standard procedure. This has occurred on several occasions. Date of event reported is one date that this occurred."

Manufacturer narrative:
Investigation is ongoing.